Manufacturer narrative:
Product event summary #geo event description: information received by medtronic indicated that this pump and catheter were explanted and replaced because of a drug reservoir discrepancy (underinfusion). The patient experienced more spasticity. Trouble shooting showed that the pump was ok and that the catheter most likely was the root cause of this event. But since this is a pediatric patient, the pump was also explanted to avoid another surgical intervention in the future. Drug used: lioresal intrathekal novartis 10mg/5ml (=2000 mcg/ml) preliminary geo assessment: * logs => no anomaly * sc catheter but new design since it was only implanted for 3 months * cath possibly occluded by; - kinking - drugs/tissue preliminary geo conclusion: pump => no malfunction suspected catheter might be occluded which is a known adverse event and mentioned in the manual as such concomitant medical products: product ID: 8709sc, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(6). (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the pump was underdosing. It was reported there were volume discrepancies. It was reported the pump was explanted. It was reported there was increased spasticity. The pump was used to deliver lioresal. Additional information confirmed this was a pediatric event. Additional information reported the ¿expected and actual volume was 20ml.¿ it was stated there was too much drug in the reservoir. It was noted the pump and catheter were replaced in (B)(6) 2014. It was reported that everything was ok and the patient was receiving good therapy. Additional information reported the logs were ok. Additional information reported the health care provider (hcp) could not identify a root cause for the problem. It was noted the hcp assumed a catheter problem, but could not find real evidence for it. It was noted a bolus test was done without therapeutic effect. It was decided to replace both the catheter and the pump to avoid further surgeries for the pediatric patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.